Event description:
The customer reported to olympus, the metal piece to the left of the colonovideoscope knob was loose and could cause water invasion. The issue was found during a colonoscopy procedure. The procedure was ten minutes long. The procedure was completed with the same device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned and customer allegation was confirmed. The switch cover boot was loose. However the image was normal and there was no fluid invasion. Additionally it was noted that the labels on the control body unit were illegible. The control knob exhibited play in the right/left direction. The distal end cover had dents. Objective lens and light guide lens were chipped at the edge. The adhesive part of the bending section cover had cracks. Surface scratches were noted on the insertion tube. The light guide tube was buckled. There were dents at the plug unit of the scope connector. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the bending section braids/mesh protruded due to physical stress while the user was handling the device. The event can be detected and prevented by following the instructions for use (IFU) which state: "·inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." "·do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. ·do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage may result." Olympus will continue to monitor field performance for this device.